Event description:
Complainant alleged that during a routine shift check by a clinician, the device screen displayed pacer "fault 116" and "defib fault 72" error messages. There was no pt involvement during the reported malfunction.